Event description:
Customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer reported that the blood glucose was very bad ranged from 40 mg/dl to 400 mg/dl. The customer treated with food. Customer declined troubleshooting for low blood glucose readings. No further patient complication were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.